Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and confirmed a leak from the cap piercer. Fse replaced the smart module 42 and the leak was resolved. Internal testing of the returned smart module 42 did not confirm the failure. The failure mode was unknown. (B)(4).

Event description:
The customer reported the unicel dxc 800 pro synchron system had the wet capped sample tubes when coming off the system. The leak fluid volume was not determined but was contained to the instrument. No exposure reported. Customer was wearing gloves. No erroneous results generated.